Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer numbers: 3006705815-2019-03526, 1627487-2019-10388, 1627487-2019-10389, 1627487-2019-10391. It was reported that the patient was experiencing ineffective therapy from the system. The patient stated that using the system worsened their condition by causing additional pain. Reprogramming was unable to recapture effective stimulation. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted.